Event description:
It was reported that during the acl reconstruction, the device broke off. Then was removed. Backup was available to complete the procedure. No patient injuries were reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.

Event description:
It was reported that during the acl reconstruction, the device broke off. Then was removed. Backup was available to complete the procedure. No significant delay or patient injuries were reported.